Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 412 mg/dl at the time of the incident and current blood glucose was 123 mg/dl. The customer had symptoms such as ill, vomiting and difficulty berating. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. The customer was wearing the pump at the time of hospitalization. The reservoir will not be returned for analysis.